Manufacturer narrative:
Results: footboard was inoperable and the damage clamshell would not hold the pin connector in place.

Event description:
It was reported by service report the footboard was inoperable, and the clam shell and lid were broken. No patient involvement or adverse consequences were reported.